Event description:
Caller reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 14 mg/dl (advantage) and 144 mg/dl (pharmacist's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.